Manufacturer narrative:
Additional information was added to b1, b2, b5, d9, h3, h6, and h11. B5: it was reported that a non-dehp y-type standard bore catheter extension set cracked at the y site luer lock connection, resulting in propofol leakage. Subsequently, the patient was under sedated and showed signs of waking up for a period of time it took to prime new set and connect to patient. The patient required an additional bolus of sedative medication to return to the desired level of sedation. No additional information is available. Concomitant product (d10), type of reportable event (h1), clinical and impact code (h6) were updated to reflect new information obtained from reporter. Should additional relevant information become available, a supplemental report will be submitted. H11: the device and a photograph of the sample were received for evaluation. Visual inspection on the actual sample identified a crack in the luer lock component. The photograph was reviewed, and it was noted that the luer lock was cracked. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type standard bore catheter extension set cracked at the y site luer lock connection, resulting in leakage and failure to deliver sedation to patient. As a result, the patient was reportedly under sedated during the time required to prime and connect a replacement set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.